Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery power loss. Customer's blood glucose value was 127 mg/dl at the time of the incident. Customer stated that alarm was occurred. The customer was assisted with troubleshooting for unexpected battery power loss. Device will return device for analysis.